Event description:
According to the reporter: no problem to finish the third firing. At the 4th firing the firing knob stopped in the middle of firing. Unlocked and release it from tissue normally. Confirmed malformation of staples on tissue in some part and retrieved them from patient by use of forceps. By suturing the case was completed. No patient harm. Patient current status is good. Operating time not extended. Reported the 4th firing was done on the area by avoiding the part of thickened tissue. Additional tissue resection: yes. Tissue damage: yes. Pieces fell into the cavity and could be retrieved. Oozing bleeding.

Manufacturer narrative:
(B)(4).